Manufacturer narrative:
Results: the cat6 was kinked approximately 29.0, 60.0, and 105.0cm from the hub. The distal shaft of the cat6 was ovalized in multiple locations including the distal tip. Conclusions: evaluation of the returned cat6 revealed several ovalizations on the distal shaft and kinks along the device length. These ovalizations were likely a result of forcefully gripping the device when attempting to advance into a parent device. If the included peel-able sheath is not used while deploying the cat6 into a parent device there is a higher likelihood the distal tip of the device will become damaged. Further evaluation revealed kinks along the length of the device. These kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician found that the tip of the indigo system aspiration catheter 6 (cat6) was ovalized and kinked when he wanted to put the cat6 over the guidewire. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.